Event description:
The dental implant fx4012swc was removed on (B)(6) 2020 due to failure to osseointegrate 2 months after implantation. The patient has history of crohn's disease. The patient required bone augmentation for the operation. The patient has recovered without complications.